Event description:
The patient was in bed sleeping and they began to have hypoglycemic symptoms. The suspect device was used to check their blood glucose and the result was 131 mg/dl. 911 was called and emergency medical technician checked their glucose at 30 mg/dl. Patient received treatment from the emergency medical technician with an IV push and glucose. Glucose control l1 and l2 were run on the system and both controls were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.